Event description:
(B)(4).according to the information received, a catheter was reported to have eyelets that were sharp/rough. The user reported that it scratches and stings the urethra.

Manufacturer narrative:
Eleven samples were returned. All catheters were evaluated and no irregularity was found with the catheters. Therefore, this complaint cannot be confirmed as reported. If additional information becomes available, a follow up report will be filed.